Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient stated at some point of the years went on the stim therapy will create discomfort with the vibration even though he could adjust the setting. Patient stated the stim device created its own pain when it's in the body and that's when he decided to have it replace with the pump.